Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 1016427-2008-00301.

Event description:
The patient was enrolled and treated in the study in 2008 with a precise stent to the left mid and proximal carotid artery. There were no reported product malfunctions or adverse events. However, during and after the procedure, the patient has profound hypotension, but was neurologically stable. The patient also had acute renal problems and possibly some degree of obstructive uropathy. At baseline, the patient's creatinine was above 2.0; therefore, hydration was given. The patient had a foley catheter for up to 24 hours. After the catheter was removed, a bladder scan was completed and showed no residual. Post procedure, the patient developed post procedure complication of increased altered mental status, aphasia, and left-sided weakness. The patient was started on i.v. Reopro after CT revealed no hemorrhage. There was a high suspicion for infarction. Within 24 hours after starting the repro, the patient's symptoms of confusion and slurred speech improved. The patient was continued to be ataxic and also complained of tingling and numbness on the right side. The patient was admitted to comprehensive therapies at about five days later. At approximately one week later, the pt became short of breath and was placed on oxygen therapy. The pt had some decrease in oxygen saturation but not below 90 percent. The pt continued to have problems with dyspnea. A chest x-ray was completed, and some degree of pulmonary congestion and heart failure was evident and was treated with intravenous furosemide. The pt's respiratory status somewhat improved; however, the patient remained dyspneic with mild tachypnea. In the same day, the pt was admitted to telemetry for evidence of acute heart failure, probably secondary to hypertensive issue. The pt was noted to be in somewhat of a fluid overload status. The pt's bnp level at the time of admission was 5000. A slight bump in the pt's troponin was noted to be 0.996, with a total ck of 60, ck-mb of 0.8 and was initially treated with intravenous nesiritide. The following day, the patient was showing good diuretic effect; however, during the evening the patient sustained ventricular tachycardia arrest and resuscitation was attempted, to no avail.